Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low battery alarm on the insulin pump. Customer's blood glucose level was 492 mg/dl. Customer treated with bolus and troubleshooting was performed. Customer was advised that she would receive a replacement battery cap. Insulin pump will need to be replaced. No additional information provided.